Event description:
Pt noted needles were very dull and would bend on insertion. They would cause infections in the stomach as well. This event occurred with several different boxes but all with the same lot #.